Event description:
It was observed during device evaluation, that the colonovideoscope had foreign material on the grip, control section, scope connector case unit, bending section cover adhesive, connecting tube and protector of universal cord on control section side. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.